Event description:
The customer reported via phone call that they experienced high blood glucose. Customer reported their blood glucose rising to 467 mg/dl. The customer also reported there transmitter was misplaced during their high blood glucose event. The customer reported they had to call the paramedics due to the high blood glucose event. Customer also reported adhesive issues with their sensor. The customer also reported perspiring heavily. Customer declined to return the sensor for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.